Event description:
It was reported during an attempted implant removal, the driver tip broke and remained lodged in the set screw. No adverse outcome was reported.

Manufacturer narrative:
A visual examination confirmed the reported event. The tips of the instruments have fractured off at an angle. Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is foreseeable misuse and user technique which led to excessive deflective and torque forces, loss of mechanical integrity, and ultimately instrument fracture during usage.